Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 4396 lead implanted: (B)(6) 2012; 2872 adaptor implanted: (B)(6) 2012.

Event description:
It was reported that a pocket infection occurred. The patient was hospitalized and a surgical intervention was planned to explant the leads and competitor implantable cardioverter defibrillator (ICD). The patient died one day prior to the planned explant procedure. The cause of death was septic shock. A skin sample at the device pocket identified the organism as golden staphylococcus metis. The patient was enrolled in a clinical trial.